Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens. The haptic torn on insertion into the patient's left eye. The incision was enlarged to remove from eye. Another same model and size lens was implanted. One suture was used. Reporter did not have any information on injector or cartridge model used.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: visual inspection of the returned product found the optic has several tears. Piece of plate haptic is torn off and missing. Lens was returned in liquid. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusion - based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).